Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the information below, the reported event may have been caused by chemical stress or storage environment. From the device evaluation results, it was confirmed that the coating of the insertion section was peeled off and the insertion section turned yellow. The instruction manual contains precautions regarding the reprocessing method and the storage environment of the device. In the past similar cases, it was surmised that the cause was chemical stress or the storage environment. Since the instruction manual states that the external surface of the entire insertion tube including the bending section and the distal end, should be inspected, the user can properly detect the reported event. The instruction manual contains warnings about reprocessing methods not recommended in the reprocessing manual and storage of the endoscope in harsh environments, allowing the user to reduce / prevent the occurrence of the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the coating of the intubation tube was partially peeled off and turned yellowish. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -there was a leakage from the universal code. -there were wrinkles on the bending section rubber. -the device was repaired on january 21, 2021 due to a leakage from the channel tube and on february 22, 2021 due to a leakage from the bending section rubber and a defective electrical connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.